Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by a consumer via a patient support program (psp), with additional information from the initial reporter via a psp, concerned an (B)(6) (at the time of initial report) asian male patient. Medical history included hypertension, hyperlipidemia, lost one eye at the age of (B)(6), familial diabetes mellitus and diabetes since (B)(6), both of his parents had people who died of diabetes, also captopril as historical drug in which he experienced his throat would itch after eating. Concomitant medication included insulin glargine from another manufacturer, insulin detemir, an unspecified quzhou insulin, unspecified denmark insulin, another insulin glargine from another manufacturer, unspecified imported and domestic metformin, an unspecified drug, all for type 2 diabetes mellitus, si miao yong an (traditional (B)(6) medicine) for treatment of leg and thioctic acid, unspecified vitamin b and unspecified vitamin c, enalapril and danshen (traditional (B)(6) medicine), all for an unknown indication. Metformin, porcine insulin and insulin human from another manufacturer for diabetes mellitus. The patient received insulin lispro protamine suspension 75% insulin lispro 25% (recombinant dna origin) (humalog mix25), injections, via a cartridge, through a reusable device (humapen ergo ii), 20 iu in the morning and 20 at night, subcutaneously for the treatment of type two diabetes mellitus beginning approximately in 2011. He also received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog mix50), injections, via a cartridge, through an unspecified reusable device, 20 iu in the morning, 15 iu at noon and 15 iu at night, subcutaneously, for the treatment of type two diabetes mellitus, beginning approximately in 2013. Finally, he as well received insulin lispro (rdna origin) (humalog), injections, from a cartridge, via a reusable pen, humapen (plastic, type unspecified), 22 iu in the morning, 16 iu daily and 16 iu at night, subcutaneously, for the treatment of type two diabetes mellitus beginning approximately in 2017. Initially, he started insulin lispro protamine suspension 75%/insulin lispro 25% and after injection one or two years, he needed to inject three injections 20 iu in the morning, 15 iu at noon and 15 at night; then approximately in 2013, he changed from insulin lispro protamine suspension 75%/insulin lispro 25% to insulin lispro protamine suspension 50%/ insulin lispro 50%. Because he did not use insulin originally, he took unspecified drugs for lowering blood glucose all the time, and he had insulin resistance, resulting in poor control of insulin lispro protamine suspension 50%/ insulin lispro 50%. Approximately in 2017, he started insulin lispro, and an additional injection of long-acting insulin was needed in the evening, which all were self-medication and did not follow the advice of his doctor. Approximately in 2013, the injection screw of a humapen ergo ii could not move ((B)(4)/lot number unknown), but the injection button could be depressed; the injection button could be depressed to the end directly without injection force. The humapen ergo ii had been replaced. On an unspecified date, it was unclear if before, after or in which of insulin lispro suspects (humalog mix25, humalog mix 50 or humalog), possibly he experienced developing fundus vascular blockage, then got blindness caused by high blood fat, high blood glucose, blood vessel rupture and massive bleeding, finally the retina peeled of (possible conflicting information as also was provided similar information as medical history) these events were considered to be serious by the company due to their medical significance. On an unknown date, after starting insulin lispro, he currently used 80 units of insulin lispro a day and blood sugar was difficult to control. He had used insulin lispro series insulin for over ten years and had used several humapens (plastic, combined use with insulin lispro series insulin) so far, but all of them had malfunctions (the malfunctions were unknown). The plastic was easy to break and there was a situation of sliding buckle (as reported) pc(B)(4)/ lot # unknown). On an unknown date, he experienced hypoglycemia and, on the leg, a lot sympathetic nerve system and the blood vessel had problem, there were embolism venous and phlebitis, the legs were black. He stated that his height was decreased from 180 cm to 178 cm and he was (B)(6) kg but weight was decreased to (B)(6) kg and now (B)(6) kg. As of (B)(6) 2021, he received two injections when it was severe, three injections were injected when it was more severe, and four injections were injected now. There was no production of his own insulin at all, and efforts were made to make the complications not too severe. Complications were present certainly but should not be fatal (specific situation was not provided). The body's acid was too much, the whole chaotic, and there was blindness because the blood vessels in the eyes are blocked due to sugar feet and fingers feet. On an unknown date, after the use of unspecified insulin lispro, there would be hypoglycemia at night, and it would come at random once in four or five days, at the time of attack, the feeling was insensitive, lacking in strength, suddenly wake up, blurred eyes, cold sweat and could not stand straight. The event of blindness and vessel occlusion was considered as serious by the company due to medical significance. Information regarding corrective treatment and outcome of the events was not provided. Treatment status of insulin lispro was ongoing and it was unknown if he would restart insulin lispro protamine suspension 50%/ insulin lispro 50% and insulin lispro protamine suspension 75%/insulin lispro 25% treatments. The operator of suspect humapen and his/her training status was not provided. The model and suspect device duration of use was not provided. The action taken with suspect device was not provided and its return was not expected. The patient was the operator of the humapen ergo ii and his training status was unknown. The general model duration of use and model duration of use of humapen ergo ii was not provided but approximately 2 years. The action taken with suspect humapen ergo ii was unknown; since the device is not being returned, evaluation for a malfunction is not possible. The reporting consumer did not provide relatedness of the events with insulin lispro drug, did not provide the relatedness of blood glucose abnormal and did not associate remaining events with humapen device. The reporting consumer did not provide relatedness of the events and did not associate blood sugar abnormal with insulin lispro protamine suspension 50%/ insulin lispro 50% and insulin lispro protamine suspension 75% insulin lispro 25% treatments. The reporting consumer assessed fundus vascular blockage, blindness, high blood fat, high blood glucose, blood vessel rupture, massive bleeding and retina peeled off was not related to any of insulin lispro therapies, and assessed blindness was related to high blood fat, high blood glucose, blood vessel rupture, massive bleeding and fundus vascular blockage due to increase of age. The reporting consumer did not know if hypoglycemia, feeling was insensitive, lacking in strength, suddenly wake up, blurred eyes, cold sweat and could not stand were related to any of the unspecified insulin lispro therapies. This case was cross linked with (B)(4) (same reporter). Update (B)(6) 2020: information was received from the initial reporter via psp on (B)(6) 2020. Only a pc number was received, which was already processed. No medically significant information was received. No changes were made to the case. Update (B)(6) 2021: additional information was received from the initial reporter via psp on (B)(6) 2021. Added patient demographic, family history and two lab test. Added two new study drugs (humalog mix25 and humalog mix 50) and concomitant medications. Added dosing regimen for humalog. Added five non-serious events of hypoglycaemia, embolism venous, phlebitis, weight decreased and body height decreased. Updated indication of suspect humalog, and narrative with new information. Edit (B)(6) 2021: upon received response from affiliate, added indication for concomitant drug (B)(6) an in narrative. No other changes were made to the case. Update (B)(6) 2021: additional information was received from the initial reporter via psp on (B)(6) 2021. Updated lantus dose, added concomitant medications. The case was upgraded to serious due to serious event of blindness and blood vessels in the eyes are blocked. Added non-serious event of body acid was too much and diabetic foot. Updated narrative with new information. Update (B)(6) 2021: additional information was received from initial reporter via a psp on (B)(6) 2021. Added medical history besides to familiar diabetes, enalapril and dunshen as concomitants, start and stop dates and formulations of insulin lispro therapies, a humapen ergo ii as suspect device, serious events of lipids increased, high blood glucose, blood vessel rupture, massive bleeding, retina peeled off and non-serious event of feeling was insensitive, lacking in strength, suddenly wake up, blurred eyes, cold sweat and could not stand straight. Narrative was updated accordingly with new information. Update (B)(6) 2021: additional information received on (B)(6) 2021 from the global product complaint database. Entered the device specific safety summary (dsss), the medwatch (B)(6) device fields for the suspect humapen ergo ii device associated with pc(B)(4) and for the suspect humapen unknown device associated with pc(B)(4). Corresponding fields and narrative updated accordingly. Edit (B)(6) 2021: updated medwatch and (B)(6) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Narrative field: new, updated, and corrected information is referenced within the update statements. Please refer to update statement(s) dated (B)(6) 2021 in the field. No further follow-up is planned. This report is associated with 1819470-2021-00174 since there is more than one device implicated. Evaluation summary: a male patient reported that he had several humapens (unspecified device type) that had malfunctions (unspecified issue). The patient experienced increased blood glucose. The devices were not returned to the manufacturer for investigation (batch number unknown). Therefore, they could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.